Event description:
Patient completed physical therapy, preparing to transport back to room when posey alarm belt was identified as non-functional. Batteries changed in alarm, alarm box functional. Plastic connection noted to be broken connecting belt to alarm box. A new belt was procured with the same broken connector, a second new belt was functional and placed on the patient. Product flaw reported to rn, who emailed manufacturer.